Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was unknown. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted.